Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent a right hip revision, resection of proximal 3/8 femur with fragmented bone, removal of pseudotumor and insertion of cemented prostalac to address infected right hip, diffuse cellulitis, segmental bone loss proximal 3/8 femur with fragmentation, greater trochanteric deficiency with escape superior migration and fragmentation, metallosis, osteomyelitis, multifocal deep abscess, pseudotumor, and pain. Depuy cup with a metal bearing, dual-mobility bearing in place, there was a competitor restoration mod stem were removed. Competitor cement and components were implanted during this procedure. It was further reported that during operation, the abscess area and distal thigh skin, subcutaneous tissues and tensor fascia were necrotic. Proximally, there was gross deformation with the fragmented bone and heterotopic bone proximally in the proximal half of the thigh and hip, there was fragmentation of the greater trochanter, loose cable claw plate (competitor) and broken multifilament cable (competitor). Additionally, wound swab culture collected on (B)(6) 2023 was found to be positive for staphylococcus aureus. Doi: (B)(6) 2010 (cup). Doi: (B)(6) 2021 (dm liner, head). Dor: - (B)(6) 2023. Affected side: right side. This pc is a link to (B)(4).